Event description:
As reported, during a procedure, the surgeon attempted to perform the fixation using cooper's ligament as a reference with the optifix straight fixation device, but the fasteners did not fixate. It was reported that another product was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device fasteners failed to fixate when deployed into cooper's ligament. The subject device was discarded. The video provided shows the optifix fastener does not fixate the mesh to the tissue when attempting to firing into the cooper's ligament. The most probable root cause may be the result of attempted deployment into the coopers ligament. Review of manufacturing records confirms product was manufactured to specification with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position" and "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded